Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device after extensive testing, which included environmental and functional testing . The system board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "system fault 33" message. Complainant indicated that there was no patient involvement in the reported malfunction.